Event description:
Pt underwent foot surgery at hosp 3/01. The on q pump was used to keep the surgical site numb, after surgery. The on q pump holds 270 ml of local anesthesia (.25% plaine marcaine). The foot became swollen, painful, the catheter line sites became infected the foot developed a tense blister which developed into a full thickness skin slough. Blistery edema, cellutis, necrosis of tissue.